Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Section b3: date of event has been entered as the same as 01feb2021 since the data were collected between february 2021 and january 2025. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: cikes, m., brugts, j. J., claggett, b., jorde, u. P., milicic, d., planinc, I., ruschitzka, f., uriel, n., kulac, I., jakus, n., loncaric, f., puskaric, f., sipus, d., gasparovic, h., rubis, p., van laake, l. W., rudez, I., hegarova, m., sestan, g., & wisniowska-smialek, s. (2025). Angiotensin-neprilysin inhibition and left ventricular assist device therapy. Jacc: heart failure, 13(11), 102657. Https://doi.org/10.1016/j.jchf.2025.102657. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported outcomes could not be conclusively determined through this evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. B is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported though article ¿angiotensin-neprilysin inhibition and left ventricular assist device therapy¿ reported that heartmate 3 (hm3) was involved in patient deaths and adverse impacts within 12 months of mh3 implantation. The retrospective study sought to evaluate the safety and tolerability of the angiotensin-neprilysin inhibitor sacubitril/valsartan vs standard of care (soc) for managing blood pressure (bp) in heartmate 3 lvad recipients. The study evaluated 60 hm3 patients, with data collection beginning in (B)(6) 2021, with the end of study visit occurring on (B)(6) 2025. The research article reported 2 events of renal deterioration, 2 events of symptomatic hypotension, 4 events of hf/rvf, 4 events of non-surgical bleeding, and 22 unplanned hospitalizations. Of the 22 unplanned hospitalizations, 8 were due to arrythmia, and 6 were due to infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.